Event description:
Patient had epidural with breakthrough contraction pain and was instructed to use epidural bolus button. After hitting button 2 times with no relief, anesthesia was called. Doctor assessed patient and noted that epidural cath had become disconnected where it clips to filter.